Event description:
It was reported to bioprotect ltd. That a bioprotect balloon implantation procedure was performed on (B)(6) 2026. A planning MRI performed approximately 2 weeks after the procedure suggested that the balloon was positioned within the rectum. The balloon was subsequently aspirated. The patient did not present any clinical symptoms, and no mucosal compromise was identified on digital rectal examination (dre). The patient is scheduled to undergo sigmoidoscopy. The company will supplement this MDR should any additional information be available.